Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient terminated the call. The patient reportedly obtained the error 1 message at 12pm on (B)(6) 2019. It was not established how the patient manages her diabetes or whether she made any changes to her usual diabetes management routine as a result of being unable to test. She reported that around 8am on (B)(6) 2019, she found it ¿very difficult to see¿ and was ¿not feeling well¿. No treatment for the symptoms was reported. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The cca asked the patient to remove the battery, hold the power button for 5 seconds and replace the battery and the issue was resolved. This complaint is being reported because the patient reportedly developed suggestive of a serious injury adverse event after obtaining an error 1 message on the subject meter.